Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample has been reported as available, and a request has been made. A follow-up medwatch report will be submitted if the sample is received or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a manufacturing defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative reported to baxter (B)(4) an infusor that had ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.